Manufacturer narrative:
The customer indicated that qc was within their specifications prior to and after the event. The sample was collected in bd plastic lithium heparin tube without gel separator and centrifuged at 3,000 rpm for 10 mins at ambient temperature. The sample was analyzed from 1ml insert cups. A field svc engineer (fse) was dispatched to the customer lab. The fse checked pipettors and alignments. The fse verified that the instrument was performing per established procedures. The fse noted a fibrin in the pt sample and the customer agreed that the integrity of the sample may have contributed to this event. The pt sample was re-tested and pt treatment was not affected in this event. Although the fse found a fibrin in the pt sample, a clear root cause of this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
Erroneously elevated troponin (accu tni) result from a single pt that was generated by the unicel dxi 800 access instrument. The customer indicated that the elevated accu tni result was 1.78ng/ml. The result recovered with a delta flag and was not reported out of the lab. The customer re-tested the pt original sample for accu tni; the result was 0.00ng/ml. The customer tested the pt original sample for accu tni on another instrument in their lab. The result was 0.01ng/ml. No additional info regarding this event was provided. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.